Event description:
It was reported that during a hemorrhoidectomy procedure, the device only partially cut, and partly crushed tissue circumferentially. Staples did not get deployed, which resulted in bleeding. No transfusion was necessary. Another like device was used to complete the procedure. Pt had delayed or time by one hour.